Event description:
It was reported that the patient¿s pump had motor stall after the health care provider using magnet when trying to telemetry the pump. The motor stall recovery occurred 7 minutes later. There was not patient symptom reported and the outcome was unknown. The drug was unknown.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1999, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).